Event description:
The c-port xa device was being used in an artery bypass case when the physician alleges that the device was loaded with the vein and the c-port xa device was engaged. The device was placed in a warm basin on the back table. The c-port device was loaded for approximately 10 minutes when it ruptured. The water in the basin was splashed up onto the ceiling and parts were spread across the room. According to the physician, there were no patient or operating room staff consequences.

Manufacturer narrative:
Analysis of returned device pieces does not provide a clear cause for the failure of the unit. A test was run with a c-port xa device from lot 81110b where it was activated (pressurized) and placed in a 32 degree c bath. At 36 minutes the system developed a slight bubble leak and at 43 minutes the leak increased. No rapid release of co2 occurred during the test. Post test, the device was disassembled and the manifold inspected for any stress or failures. None were found upon examination and bubble leaks are assumed to be around o-ring positions from extended period under pressure and in warm water. Based on the evaluation, cardica is unable to determine root cause for device failure. Bench top testing was unable to reproduce failure mode reported.